Event description:
(Covidien auto suture structural balloon trocar 10mm ref#(B)(4) lot#p5e0402x) trocar was inserted into the patient and inflation bulb attached to the (external) nipple. When attempt was made to inflate the balloon, the plastic nipple broke off. Could not find all parts of the plastic nipple on or off the sterile field. Material plastic,very small, external to the operative field and nonradiopaque. No x-ray was taken as this occurred externally and would not be x-ray detectable. The trocar nipple was eventually located in the external surgical area of a minimally invasive procedure. As a safety precaution, the patient's abdominal cavity was still searched thoroughly even though this event occurred externally.